Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current test, unexpected restarted error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The insulin pump had a blank display after the insulin pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The correct information has been provided with this report.